Event description:
On (B)(6) 2014, the patient contacted animas alleging that the pump was gaining time and that she experienced blood glucose (bg) over 250 mg/dl with blurred vision. The patient stated that the pump was gaining more than five minutes per month and the issue had been ongoing since (B)(6) 2014. The reporter did not specify how the high bg was treated. Troubleshooting confirmed that the pump holds the time and date correctly with a reboot. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump was gaining time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories showed that the last basal delivery was on (B)(6) 2014 at 11:37pm. A manual time and date change was observed from (B)(6) 2014 at 11:14am to (B)(6) 2014 at 11:14am. A review of the total daily dose (tdd) history indicated that insulin delivery totals correctly reflected programmed values; no time loss or gain was observed in the tdd. The pump was exercised for 24 hours with no alarms and no time changes occurring. A timekeeping test was started but could not be completed due to an internal clock battery failure. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.